Manufacturer narrative:
Analysis found the lead (s) performing within product specifications.

Event description:
Intermittent capture, sensing difficulty. Additional information, patient alleged "a large hematoma formed after surgery."